Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had lost consciousness and was taken to the emergency room (ER) due to hypoglycemia. The patient's blood glucose levels dropped to 27 mg/dl while wearing the pod longer than 48 hours. Patient was driving, blacked out and got in a car accident where additional injuries were sustained. The patient was taken by ambulance and awoke in the ER; he was treated with dextrose and glucose intravenously and given food. Patient was released after spending a few hours in the ER.